Event description:
1) bilateral temporomandibular joint eminectomy & posterior disk plication 12 feb 99. 2) left silastic temporomandibular joint implant rejection 13 mar 88. 3) bilateral temporomandubular joint arthrotomy to remove silastic implants 13 mar 88. 4) left temporomandibular arthroscopy for lysis of adhesions & arthroscopy 22 dec 94. 5) left temporomandibular arthroscopy for coronoidectomy 10 jan 96. 6) found totally disabled 22 sep 97, retroactive to 01 feb 96.